Event description:
The patient contacted animas on (B)(6) 2013 reporting that her blood glucose (bg) went up to 34.0mmol/l without reported symptoms before the patient went off the pump onto insulin injections. The patient reported that she went to bed with a bg of 4.0mmol/l on (B)(6) 2013 and awoke with bg of 27mg/dl. The patient changed out infusion set and gave a bolus with the pump, bg continued to rise and she changed set twice and the bg got to 34.0mmol/l. The patient treated with an injection bolus. The patient then went off the pump and onto her alternate method of insulin delivery. The patient reported her bg now is 5.0mmol/l. The patient is requesting a replacement pump. Customer support (cs) reviewed the pump with the patient and there were no programming/settings issues were noted with the pump. Cs was unable to determine the cause of the rise in bg. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.